Event description:
It was reported that a cassette leaked during peritoneal dialysis on the homechoice device. It is unknown whether the patient was connected at the time of the event or in which process step the event occurred. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.